Manufacturer narrative:
A return sample was tested with a retained alinity I anti-hbs kit (lot# 01710fn00) and a result of 34.31 miu/ml was obtained. This is consistent with the result of 33.70 miu/ml generated at the customers site. A review of tickets was performed for the likely cause reagent lot number 01710fn00. The ticket search determined that there is normal complaint activity for this lot number. Additionally, clinical specificity of the alinity I anti-hbs assay has been evaluated with a retained in-house kit and met all specifications, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 01710fn00).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 1l82. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) alinity I anti-hbs result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = (B)(6) that tested (B)(6) by ela. Additional test results provided: (B)(6). Sample tested at another facility: ela elisa (B)(6) = (B)(6); ela (B)(6) = (B)(6); ela elisa (B)(6) = (B)(6); ela (B)(6) = (B)(6). No impact to patient management was reported.